Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump stops during rewind process and reservoir compartment chipping. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had sounds louder than usual, grooves on battery compartment had dulled down and made it harder to twist battery cap on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected motor stop noted when performing the rewind test. No drive or motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. No anomaly noted when installing or removing the test battery cap. No chipped or broken battery tube threads noted. However, device had cracked battery tube threads. Device also had cracked belt clip slot, minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker.(B)(4).